Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. It was reported that a new pump and catheter were implanted on (B)(6) 2018 because the patient had developed a (B)(6) infection and the pump and catheter had been explanted in (B)(6) 2017. No further complications were reported/anticipated.